Event description:
The lead broke, producing a short circuit and was replaced. The hcp reported the pt outcome as 'no injury, recovered without sequela'. No pt symptoms or device troubleshooting was reported. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
8/5/08: the lead was returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.